Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient's insulin pump is displaying a no delivery alarm, and has been doing so for a few weeks. Patient's blood glucose level is 162mg/dl. Trouble shooting is not conducted because patient refuses to do so. Device is not being returned, but a follow up with the customer is scheduled. No further information available.